Manufacturer narrative:
Investigation summary: this complaint is for misidentification and no ID results when using phoenix panel nmic/ID-481 (catalog number 449517) batch number 5127444. Customer returned panels, isolates or phoenix generated lab reports were not available for the investigation. The customer noted misidentifications and no ID of escherichia coli, serratia marcescens, aeromonas enterobacter cloacae and klebsiella pneumoniae when using the complaint batch. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. To investigate, panels of the complaint batch and control panels from the same material but different batch were tested using in house isolates e. Coli 11002, k. Pneumoniae 10997, e. Cloacae 11061, s. Marcescens 23329 and a. Hydrophilia 8247 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates correctly, this complaint is not confirmed.

Event description:
It was reported while using the panel phoenix nmic/ID-481 a patient isolate (serratia marcescens) was misidentified as serratia plymuthica. The user noted completing bacterial culture and basic workup for the final result. No health impact or consequence reported.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-481 a patient isolate (serratia marcescens) was misidentified as serratia plymuthica. The user noted completing bacterial culture and basic workup for the final result. No health impact or consequence reported.